Event description:
A customer reported to baxter global technical service (gts) an issue of system error (se) 2240 alarm found which occurred on homechoice(hc) device durin use during dwell. The home patient (hp) stated that the hp had 2 bags connected and the unsed line clamps were open.the gts assisted the hp to cycled power , se2367 alarmed, gts reviewed set up and cleared alarm. Patient was connected. No injury or medical intervention has been reported.

Manufacturer narrative:
(B)(4). 510k number will not be provided in the emdr, because the product and lot number is unknown. Since the lot number is unknown, no batch review will be performed. The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.